Manufacturer narrative:
Corrected information has been provided in d1 serial number. Corrected information has been provided in h3 the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal and suction issues, and no investigation could be performed on the returned product due to the stretched and damaged catheter. The data log also confirmed resolution of the reported issues during the remainder of the case run. The cause of the suction and placement signal issues could not be determined without sufficient clinical information. The cause of the pump stop issue was an opened motor cable line inside the red handle due to a stretched catheter from the kink protector, as a result of unintended excessive pulling during transfer. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 additional information received. Additional information received for d6 explant. Section d brand name corrected.

Event description:
On (B)(6) 2026, the patient was transferring from a chair back to bed with nursing assistance and a physical therapy ambulatory aid. The nurse stated she was not paying attention to the impella wire and when the patient sat down in bed he felt a ¿sharp tug on [his] stomach and heard a snap, then the machine started to alarm.¿ the white catheter on the patient side of the plug had pulled out exposing wires. The impella was unable to be restarted, and the physician was called in to remove the impella. The patient had been undergoing weaning of support for approximately two weeks and was on p3 at the time of the event, with planned device removal on (B)(6) 2026. The patient remained hemodynamically stable overnight and continues to be stable at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support it was reported that there were suction alarms and placement signal low alarms. The patient was noted to be in stable condition and remains on support.

Manufacturer narrative:
B5 clinical narrative updated. H1 report has been updated from malfunction to serious injury. H6 health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code were updates/corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 68-year-old male patient with a past medical history of renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there were suction and placement signal low alarms. After 45 days on support, the patient was moving from the chair back to bed with assistance. The nurse stated she was not paying attention to the impella wire and when the patient sat down in bed he felt a sharp tug on his stomach and heard a snap, then the machine started to alarm. The white catheter on the patient side of the plug had pulled out. The impella was unable to be restarted, and the physician was called in to remove the impella. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.8l/min as intended. The impella will be conservatively reported for hemodynamic instability due to the device removal; however, the patient was being weaned off support for two weeks, so the removal was performed with no consequence to patient.